Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, universal surgical manipulator (usm) 1 was wobbly. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reseated the distal joint on universal surgical manipulator (usm) 1 to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported failure was confirmed when installed onto system. Distal wrist can be moved without power applied. No other faults occurred. Tested unit on a test platform and it passed all tests. Visual inspection found that the screws attaching the wrist brake and housing together were loose, and no longer holding a torque. As a result of these findings, failure analysis concluded that the wrist brake and housing are the root causes of reported problem. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.